Manufacturer narrative:
(B)(6).

Event description:
Reported by the dealer that alarm reset and silence buttons on the upper left part of the screen did not respond. The customer reported that the unit was not in use on patient. The issue was discovered by the dealer during device checking. There was no delay in therapy reported due to the event above. The sales rep brought back the unit to the sales office and performed calibration of the touch panel then it started responding with no issue. The service technician reported that a touched position was observed to be out of alignment. Although touch screen calibration was performed, the phenomenon was not resolved. Therefore, the touch screen was replaced, and the phenomenon was resolved. Overall checking, cleaning, run testing, and a function test were performed. The software was confirmed to be version 2.30.

Manufacturer narrative:
The touchscreen assembly was returned for analysis. Visual inspection of the returned component was performed, no scratching or other damage was found. An investigation was performed, and the customer¿s complaint was not verified; no fault was found.